Event description:
Arjohuntliegh has received a complaint where it was indicated that during transfer the patient's skin behind the knee was snatched. The patient was hospitalized after the incident. In accordance to information presented in description of the incident, the patient involved in the event has had cardiac decompression, edema of lower lumbs and therefore very sensitive skin. Reference MFR # 9681684-2014-00023.